Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported ((B)(6)) the patient experienced loss of stimulation therapy on the right side. Diagnostics of the patient's scs system found impedance measured was high on the right side of the lead. Consequently, the lead was replaced and therapy restored.